Event description:
While snaring a wire a piece of the wire broke off in the patient. This was noted after the stents were placed. The wire can be seen on fluoroscopy and it is believed to be between two stents. The surgeon believes it is better to not remove the wire. It will not migrate. Due to the length of the procedure, the doctor stated it is better to leave in and maybe come back at a later date to perform an ivus on the patient. Risk was notified by phone. An x-ray was obtained for the record.